Manufacturer narrative:
Pt info: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the destination slender leaked when multiple wires are inserted. There was no risk to the patient however, blood leaked out of valve. The estimated blood loss was less than 250cc. The patient was reported to be stable. The procedure outcome was a success. Additional information was received on (B)(6) 2018: the procedure that was being performed was a r2p intervention: atherectomy of common femoral and iliac stent. There was one .035 glidewire advantage and an .014 viper wire inserted into the valve.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.